Manufacturer narrative:
Investigation summary: based on the available information unable to exclude device problem; the product remains in service and therefore was not returned for analysis. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of two years remaining to a status of less than three months remaining approximately nine months later. The device battery was suspected to be depleting prematurely. It was noted that the patient has a history of atrial fibrillation (af) with av node ablation and is pacemaker dependent. A request was made to have data from this device analyzed; however, no device data was provided, and the patient was not being followed on the remote home monitoring system. Technical services (ts) discussed the likelihood that the change in battery status was a result of the device transitioning from a power-based calculation to a voltage-based calculation and noted that the device has been implanted for 10 years. Ts requested a copy of device data if analysis is still desired. To date, a copy of device data has not been received, and no further assistance has been requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of two years remaining to a status of less than three months remaining approximately nine months later. The device battery was suspected to be depleting prematurely. It was noted that the patient has a history of atrial fibrillation (af) with av node ablation and is pacemaker dependent. A request was made to have data from this device analyzed; however, no device data was provided, and the patient was not being followed on the remote home monitoring system. Technical services (ts) discussed the likelihood that the change in battery status was a result of the device transitioning from a power-based calculation to a voltage-based calculation and noted that the device has been implanted for 10 years. Ts requested a copy of device data if analysis is still desired. To date, a copy of device data has not been received, and no further assistance has been requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: based on the available information unable to exclude device problem; the product was not returned for analysis. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was retained by the hospital and has not been returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device was retained by the hospital and has not been returned. As such, physical analysis has not been conducted in our laboratory. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker went from a battery status of two years remaining to a status of less than three months remaining approximately nine months later. The device battery was suspected to be depleting prematurely. It was noted that the patient has a history of atrial fibrillation (af) with av node ablation and is pacemaker dependent. A request was made to have data from this device analyzed; however, no device data was provided, and the patient was not being followed on the remote home monitoring system. Technical services (ts) discussed the likelihood that the change in battery status was a result of the device transitioning from a power-based calculation to a voltage-based calculation and noted that the device has been implanted for 10 years. Ts requested a copy of device data if analysis is still desired. To date, a copy of device data has not been received, and no further assistance has been requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.